Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: not applicable, as there is no indication that the lens was implanted. Explant date: not applicable, as there is no indication that the lens was implanted. Initial reporter telephone number:(B)(6). Device evaluation: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. The manufacturing records review for this device shows that the unit was released within specification. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens sterility was impaired. Through follow up we learned that when the lens arrived in the hospital, its packaging was open, so the lens was non-sterile. No additional information was received.